Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyarie medical authorized service technician. The service technician calibrated the pressure sensor, and the unit passed. The unit was ran and tested for 24 hours, and the alarm e33 occurred again. The service technician replaced the valve and sensor pcb, and ran the unit for 3 days and no alarm occurs.

Event description:
It was reported to vyaire medical that the unit was alarming e33. There was no report of any patient involvement associated with this reported event.